Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. 872990) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove the essure) and surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet- events abnormal bleeding (vaginal) and menorrhagia and lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. 872990) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure (batch no. 872990, 872880- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and vulvovaginal discomfort ("vaginal pressure"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysfunctional uterine bleeding and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal pain, device dislocation, dysfunctional uterine bleeding, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain and menorrhagia (heavy menstrual bleeding). Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: ¿update of information (batch is not valid) product technical complaint. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure (batch no. 872990, 872880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and vulvovaginal discomfort ("vaginal pressure"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysfunctional uterine bleeding and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal pain, device dislocation, dysfunctional uterine bleeding, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain and menorrhagia (heavy menstrual bleeding). Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events abdominal pain, dysfunctional uterine bleeding and vaginal pressure was added. Treatment details added. Reporter added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. 872990 , 872880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove the essure) and surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Lot no. Updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.